Manufacturer narrative:
Removed from b5: describe event or problem: it was reported by the patient that she had to go to the emergency room, because her pump was not working. Added to b5: describe event or problem: it was reported by the patient that she had to go to the emergency room, because her pump was not working. The patient stated receiving a message on her smartphone that the op5 app was no longer compatible. As a result the patient received treatment at the emergency room, although information regarding what type of treatment was not obtained. The patient reported that due to the delay in the return call, they sought medical treatment. Added to medical device problem code: a1102 application program problem.

Event description:
It was reported by the patient that she had to go to the emergency room, because her pump was not working. The patient stated receiving a message on her smartphone that the op5 app was no longer compatible. As a result the patient received treatment at the emergency room, although information regarding what type of treatment was not obtained. The patient reported that due to the delay in the return call, they sought medical treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that she had to go to the emergency room, because her pump was not working.